Manufacturer narrative:
Qn#(B)(4). The customer returned a dilator for evaluation. Visual examination revealed an indentation/groove in the dilator body near the distal end. The total length of the dilator measured to be 7" which is within specifications of 6.625-7.125" per product drawing. The outer diameter of the dilator body measured to be 0.117" which is within specifications of 0.117-0.120" per product drawing. The inner diameter of the distal tip measured to be 0.038" which is within specifications of 0.036-0.038" per product drawing. A lab inventory guide wire was unable to pass through the returned dilator. Significant resistance was encountered at the indented area when passing from both directions. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The reported complaint of a damaged dilator body/hub was confirmed through complaint investigation. Visual examination and functional testing confirmed a defect on the dilator. A sink mark was observed on the dilator body, which prevented the guide wire from passing through the affected area. A non-conformance was created to further investigate the complaint issue. Based on the information provided and the sample received, manufacturing caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator tip is bent during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). Potential lot# 13f19h0471.

Event description:
The customer reports that the dilator tip is bent during patient use. No patient injury reported.